Event description:
Procedure: nephrectomy. According to the reporter: lap nephrectomy and patient was very fatty. A black piece kind of appeared in the fat and the consultant dissected around it and removed it. It was a small black piece that was part of the area where the handle joins the retractor that had come off. It was fully removed safely. The patient was not injured. There was no extension of the surgery time over 30 minutes. There was no blood loss, extension of the incision, or tissue loss/damage. A piece fell into the patient and was retrieved.

Manufacturer narrative:
(B)(4).